Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for implant using a flexnav delivery system. The maximum diameter of the native aortic valve was 24.9mm, and the minimum was 18.5mm. The area of the valve was 387.6mm^2, and the perimeter was 71.6mm. The starting implant depth at deployment was 1mm, and the final implant depth at release was 1mm. During final release of the valve, the valve migrated upwards to the ascending aorta. It was reported that there was sufficient calcium to allow anchoring of the device, and the aortic valve calcium scoring was 1219. There was no tension in the delivery system at the time of final deployment. The patient did not have a horizontal aorta. The valve was not snared. There was no interaction between the delivery system and the deployed valve, and all three retainer tabs were confirmed via imaging to be released prior to the removal of the delivery system. A second 29mm navitor valve was then implanted via valve-in-valve procedure. The patient remained hemodynamically stable throughout the procedure. Two days post procedure, the mean gradient was 5mmhg. The patient status was reported as stable and discharged.

Manufacturer narrative:
An event of the valve migrating after implant was reported. Information from field indicated that there was sufficient calcium to allow anchoring of the device, there were no issues with deployment, and the valve was implanted at depth of 1mm, which is less than the optimal depth of 3mm. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, a cause for the reported migration could not be conclusively determined. However, it is possible that the 1 mm implant depth contributed to the issue.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, a 29mm navitor valve was chosen for implant using an unknown delivery system. During final release of the valve, the valve migrated upwards to the ascending aorta. A second 29mm navitor valve was then implanted within the first via valve-in-valve procedure. The patient remained hemodynamically stable throughout the procedure. The patient status was reported as stable and discharged.